Manufacturer narrative:
The patient's previous short to shield and external driveline repair on (B)(6) 2020 was reported under manufacturer report number 2916596-2020-01036. Manufacturer's investigation conclusion: a specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. A direct correlation between the device and the reported syncope could not conclusively be established through this investigation. The submitted log file captured the pump functioning as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14nov2017. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department after having a syncopal episode while smoking a cigarette. The patient had a history of short to shield leading to an external driveline repair in (B)(6) 2020 (cs-135888) with no further fault alarms. When they presented today, they were noted to have a large tear in the drive line distal to the previous repair, rescue tape was applied. Interrogation of the ventricular assist device (vad) showed a no external power alarm and low voltage alarms on (B)(6) 2022. A review of the log files revealed 2 low power and no external power alarms on (B)(6) 2022; these appeared to be due to battery depletion. There were a few instances of the patient sleeping on batteries, which is not advised. Additional information revealed that the patient was discharged home. Cardiothoracic computed tomography angiography was negative for stroke. Orthostatic was negative. Electrophysiology turned on device monitoring to see if syncope was related to arrhythmia. The patient will follow up with electrophysiology and ventricular assist device team in two weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.